Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the healthcare professional (hcp) did not want return of explanted catheter. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4) , ubd: 18-apr-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving infumorph, 25 mg/ml concentration at 10 mg/day dose via intrathecal drug delivery pump for unknown indication of use. It was reported that per hcp, patient had been complaining of an increase in pain and shakiness since last week. He was seen today, (B)(6) 2019, at the hcp office and the hcp reported he was unable to aspirate any cerebrospinal fluid (csf) from the catheter access port (cap). Cause of event was undetermined. Unsuccessful attempt to aspirate from cap on (B)(6) 2019 was reported. Patient was scheduled for catheter revision on (B)(6) 2019. At the time of this report, the issue had not resolved and patient status was alive-no injury. Patient had a successful catheter revision on (B)(6) 2019. The spinal segment of the existing ascenda catheter was replaced. Csf flow was observed after aspirating from the cap once the spinal segment was connected. No further complications were reported.